Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of home care user that the device was in use for infusion of veletri for pulmonary hypertension. Several pump alarms occurred during infusion, including "high pressure" and "air in line" alarms that stopped the infusion. According to reporter, the home care user was hospitalized to complete the infusion because the infusion could not be completed. No permanent adverse effects reported.

Manufacturer narrative:
One device was returned for investigation. A review of the device event log verified that the reported alarms occurred. Functional testing was performed by attaching a 100ml cassette along with an open ended extension set to the device. During testing, the high pressure alarm was able to be duplicated; however, the air in line alarm was not. The circuitry inside the device was also examined and indications of fluid ingression were found. The fluid ingression may have resulted in the degradation of the occlusion sensor or circuitry resulting in the intermittent high pressure alarms; therefore, the device occlusion sensor was replaced. No evidence was found to suggest the reported event was related to an intrinsic product problem.